Event description:
It was reported that the customer received a button error alarm on his insulin pump, following exposure to moisture from heat and humidity. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 251 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronic or motor assemblies.